Event description:
Customer reported separation and leaking from the filter of the tubing during an infusion. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The customer's report of separation and leaking from the filter of the tubing was confirmed. No anomalies were observed on the set during the visual inspection. Functional testing was performed. During the gravity priming of the set, leaking was observed from the distal center vent on the 0.2 micron filter. The root cause of the leaking was identified as a defective 0.2 micron filter.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.